Event description:
The complainant stated that the positioning pad lost vacuum during the procedure. The pt was in a lateral position with one arm extended and only the pad and adhesive tape to hole the pt in place. When the pad lost vacuum the pt position shifted in such a way that it caused a brachial plexus injury.